Manufacturer narrative:
2/18/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lap hernia procedure. Reportedly, the seal detached from the instrument prior to inserting into the pt. No pt injury reported.